Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported during troubleshooting of a liberty select alarm observing a fluid leak coming from cassette door. The patient was advised to discontinue the use cycler and to contact the peritoneal dialysis nurse. Patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did not experience any complications as a result of the alleged event. The patient was prescribed prophylactic antibiotics. Additional information was solicited.